Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, foreign matter was observed on the cannula of two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k243207. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode of foreign matter can be observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, foreign matter was observed on the cannula of two (2) units. No adverse impact was reported regarding the patient or user.